Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Chest x-ray was performed and revealed externalized conductor on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was discharged.

Event description:
New information received notes that the right ventricular lead was also capped due to conductor fracture.